Manufacturer narrative:
While performing a review of the file, it was determined that the affected item is a distributed purchased finished good (dpfg). The ICU medical is not responsible for regulatory reporting on this item. Please disregard mrn 2183161-2024-00175 and any reports associated with it.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing could not duplicate or confirm the reported complaint; this product worked properly. The root cause is unknown as the event did not recur. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken. A1, d4 - serial number, h4 - manufacture date.

Event description:
It was reported that oxygen came out when the gauge level was at 0. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.